Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer treated with food. It was reported that the belt clip latched onto the stomach of the customer and tightened the infusion set of the customer enough to pull it out of the customer's stomach. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.